Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that about a month and a half ago to two months ago the patient had a magnetic resonance imaging (MRI) performed and after experienced issues with their communicator. The caller stated that there was difficulty powering up the device; when she goes to deliver a bolus it goes to 91% and then displays bolus delivered but never says 100%. It was noted that last night the communicator was plugged in and turned green overnight but when trying to power the device on the next day the blue light would not come on and was hot. It was noted that the handset was also warm but not as hot as the communicator. No symptoms were reported. The caller was transferred to repair. No further complications have been reported as a result of this event.